Event description:
It was reported during routine check by the customer that the cardiosave intra-aortic balloon pump (iabp) unit displayed an alarm message "auto fill failure". There was no patient involvement reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d4, d10, e2, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed the presence of the autofill failure alarm in the alarm history. The fse performed all applicable manifold tests, which passed successfully. The unit was subsequently observed while operating on a system trainer for more than two hours, during which time the autofill failure alarm did not recur and the unit operated as intended. The unit was returned to the customer in good working condition.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit displayed an alarm message "auto fill failure". There was no patient involvement reported.